Event description:
It was reported that during a paroxysmal afib procedure the puller wire of the lasso catheter in use snapped. Simultaneously error 116 also appeared on the carto 3 system. The users exchanged the catheter and the error message was resolved. The complaint event was not indicative of a reportable event. Upon further follow-up, on nov 19 additional information was provided that while the catheter was in the patient, the catheter got caught in the mitral valve apparatus. The catheter was subsequently removed from the patient. No patient consequence was reported. The patient was on monitor for a couple days.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed, it was identified that two pieces were scraped; however the DHR shows the pieces were identified during the process prior the final inspection stage and documentation shows the scrap of these pieces exist. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).